Event description:
It was reported that during a superion indirect decompression system implant procedure the physician used the sagittal wiggle and the implant of the spindle cap weld snapped. It was noted that there was thick bone which may have caused resistance. Another implant was used and the procedure was successful.